Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) presented for feeling ill. An interrogation of the ICD noted warning that indicated the ICD was unable to charge the capacitors in the maximum time alotted. Charge times were noted at 27 second and an eri (elective replacement indicator) battery status was displayed.